Event description:
Medical device to check sugar levels, prescribed and delivered for my father in 2009. This machine was giving false results, very high readings, for which medications intake were increased. This happened for approx two weeks. He went to a clinical laboratory, where blood tests were compared with the device confirming that it is defective. Suncoast model td 4223. Dates of use: 2009. Diagnosis or reason for use: diabetes.